Event description:
The customer reported an out of box failure/scope is not communicating processor involving an olympus gastrointestinal videoscope. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image-evis no image and objective (ob) lens charged coupled device (ccd) is corroded. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the most probable cause of the malfunctions, image-evis no image and ob lens ccd is corroded: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.